Manufacturer narrative:
Product event summary: at analysis, the stated reason for return (incorrect measurements) was not confirmed. The device was mechanically in tact and passed all incoming functional tests. It was noted that the battery was depleted however it was additionally noted that this depletion was considered normal. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an issue with its electrocardiogram signal. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service. It was further reported via follow-up that the analyzer was unable to perform correct measurements, even upon changing out the cable. The measurements were then taken through the pacemaker.